Event description:
A surgeon reported that after only 10 seconds of use, the cutter was blocked in the "open port" position, but the aspiration continued. There was no harm to the pt.

Manufacturer narrative:
No sample was returned for eval; therefore the condition of the product could not be verified. The device history records for the component lot was reviewed. No anomalies detected during the DHR review. The associated lot was released based on alcon's acceptance criteria. Because a sample was not returned with this complaint, the root cause cannot be determined. (B)(4).